Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 461 mg/dl. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. After troubleshooting, it was determined that insulin pump was functioning correctly. Customer reported to have increased insulin dose by 1.5 units due to not getting enough insulin. Customer also reported to be using a 9 mm cannula when he actually needs a 6mm cannula. Customer states that cannula was bent. Customer was advised to change infusion set.